Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. Two weeks post implant patient complained of bleeding at incision site and was started on antibiotics. Patient will continue to be monitored. The system remained implanted.